Event description:
It was reported by the customer, a routine microbiological culture was performed on the evis exera iii duodenovideoscope. On (B)(6) 2022, all channels on the scope tested positive for twenty-seven (27) colony forming units (cfus) of micrococcus luteus and the forceps channel tested positive for three (3) cfus of staphylococcus hominis. On (B)(6) 2022, all channels on the scope tested positive for six (6) cfus of staphylococcus warneri and the forceps channel tested positive for one (1) cfu of bacillus species. On (B)(6) 2022, all channels on the scope tested positive for six (6) cfus of staphylococcus capitis and the forceps channel tested positive for two (2) cfus of staphylococcus haemolyticus. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel, auxiliary channel, balloon channel, and forceps elevator channel were flushed with anios clean detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, balloon channel, and instrument channel port and distal end/areas around the elevator were manually cleaned with anios clean detergent and olympus single use soft brush, maj-1888. The scope was not manually disinfected. The aer used was a soluscope 4 along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored horizontally in a soluscope drying cabinet. The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.